Event description:
The customer reported that the patient's transmitter leads came off generating a "leads off" inop. The inop was not addressed immediately. The inop message changed to "transmitter off." The patient was found expired.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.